Event description:
A false negative vidas rubella igg result on a pregnant pt who was provided to a physician. The pt was in pt's second pregnancy and therefore was known to be positive for rubella igg. The physician recognized the abnormal result and requested a retest. Upon retest the result was positive for rubella igg. The false result did not affect the pt's treatment so the pt was not injured or adversely affected.